Manufacturer narrative:
The console was serviced by the field service engineer (fse) at the customer's site. During the inspection and testing, the fse found that resonator 2 had a weak intensity distribution. The resonator 2 was replaced and the console was ready for use however, the low power issue was not confirmed.

Event description:
It was reported that the unit is operating at a lower energy output than usual. There was no patient complications reported. Boston scientific has been unable to obtain additional information regarding the procedure outcome to date, despite good faith efforts.

Event description:
It was reported that the unit is operating at a lower energy output than usual. There was no patient complications reported. Boston scientific has been unable to obtain additional information regarding the procedure outcome to date, despite good faith efforts.

Manufacturer narrative:
The console was serviced by the field service engineer (fse) at the customer's site. During the inspection and testing, the fse found that resonator 2 had a weak intensity distribution. The resonator 2 was replaced and the console was ready for use. H6: corrected. H11: corrected.

Event description:
It was reported that the unit is operating at a lower energy output than usual. There was no patient complications reported. Boston scientific has been unable to obtain additional information regarding the procedure outcome to date, despite good faith efforts.